Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: during investigation, no physical damage to the pump was found. A test clip was used and able to secure to the pump and able to be removed as original clip was not returned with pump. Investigation was unable to duplicate the original complaint of case/condition issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a case/condition (cracked/damaged casing) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.